Event description:
It was reported that (1) al326 was used during a laparoscopically assisted vaginal hysterectomy procedure. It was reported by the rep that the device would not release clip. Opened another device to complete the case. There was no consequence to pt.